Manufacturer narrative:
It was reported that the event occurred on an unknown friday in (B)(6) of 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The expected infusion time was 46 hours; however, after 70 plus hours the infusion completed. The device was filled with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b5: the infusion took an additional twenty-four plus hours to complete (previously submitted as after 70 plus hours the infusion completed). H4: the lot was manufactured between october 24, 2022 - october 25, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was within product specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.